Event description:
The pt reported that he received a low power pack warning alarm. One hr later, his infusion device displayed a 2.00 - and began beeping. The pt attempted to remove and reinsert the power pack but was not able to clear the alarm. The pt was advised to replace the power pack. The pt did not report any physiological symptoms associated with this event. No med assistance was required. No product was returned.